Manufacturer narrative:
The nurse reported when they changed the alarm parameters (limits) that the bedside monitor (bsm) would not alarm. The original condition that led to them checking this was that the patient was being hypotensive, and they noticed this from the values, but no alarm occurred. The patient is not alarming for anything regarding the arterial line. Other alarms are working just fine though, it is just this one parameter. When they removed the bsm from the core unit (g9), the bsm will alarm normally for art line alarms. Discovered issue during use, no reports of harm. Nihon kohden technician sent the biomedical engineer an email asking the status of this issue the bme replied "it was an issue with the core unit (g9) and a reboot of the device resolved this issue but the bme did not provide the model and serial number of the core unit (g9). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The nurse reported when they changed the alarm parameters (limits) that the bedside monitor (bsm) would not alarm. The original condition that led to them checking this was that the patient was being hypotensive, and they noticed this from the values, but no alarm occurred. The patient is not alarming for anything regarding the arterial line. Other alarms are working just fine though, it is just this one parameter. When they removed the bsm from the core unit (g9), the bsm will alarm normally for art line alarms. Discovered issue during use, no reports of harm. Nihon kohden technician sent the biomedical engineer an email asking the status of this issue the bme replied "it was an issue with the core unit (g9) and a reboot of the device resolved this issue but the bme did not provide the model and serial number of the core unit (g9).

Manufacturer narrative:
Incident summary: the nurse reported when they changed the alarm parameters (limits) that the bedside monitor (bsm) would not alarm. The original condition that led to them checking this was that the patient was being hypotensive, and they noticed this from the values, but no alarm occurred. The patient is not alarming for anything regarding the arterial line. Other alarms are working just fine though, it is just this one parameter. When they removed the bsm from the core unit (g9), the bsm will alarm normally for art line alarms. Discovered issue during use, no reports of harm. Nihon kohden technician sent the biomedical engineer an email asking the status of this issue the bme replied "it was an issue with the core unit (g9) and a reboot of the device resolved this issue but the bme did not provide the model and serial number of the core unit (g9). Investigation summary: the customer attempted to troubleshoot the issue themselves to identify which device was causing the issue. The customer reported back that they were able to resolve the issue by rebooting the g9. As no devices were returned for evaluation relating to this event nor were logs provided to further analysis, root cause cannot be determined. Nka clinical confirmed that the values being acquired by the system were correct as well as the settings of the system. No further issues were reported. It is likely that the g9 was having a temporary software issue preventing the g9 from triggering alarms. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 05/31/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 06/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Additional narrative/data: b4 date of this report. E1 initial reporter address. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type. H6 event problem and evaluation codes. H10 additional maunfacturer narrative.

Event description:
The nurse reported when they changed the alarm parameters (limits) that the bedside monitor (bsm) would not alarm. The original condition that led to them checking this was that the patient was being hypotensive, and they noticed this from the values, but no alarm occurred. The patient is not alarming for anything regarding the arterial line. Other alarms are working just fine though, it is just this one parameter. When they removed the bsm from the core unit (g9), the bsm will alarm normally for art line alarms. Discovered issue during use, no reports of harm. Nihon kohden technician sent the biomedical engineer an email asking the status of this issue the bme replied "it was an issue with the core unit (g9) and a reboot of the device resolved this issue but the bme did not provide the model and serial number of the core unit (g9).